Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("fatigue") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), palpitations ("palpitations"), migraine ("headache/migraine"), arthralgia ("joint pain"), fluid retention ("fluid retention"), infection ("infections"), mental disorder ("psychological problems") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure and fallopian tubes were removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fatigue, palpitations, migraine, arthralgia, fluid retention, infection, mental disorder and memory impairment was resolving. The reporter provided no causality assessment for arthralgia, fatigue, fluid retention, infection, memory impairment, mental disorder, migraine and palpitations with essure (ess205). The reporter commented: insertion went well. Complaints are somewhat less. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: fatigue. The analysis in the global safety database revealed 230 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.